Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced low blood glucose and had to be taken by ambulance to the hospital. Customer stated that her blood glucose went down to 35 mg/dl and her fiancé and her son found her on the floor. Customer stated her reservoir was empty and her doctor explained that she had bolused twice that day. Customer was given glucagon. During troubleshoot; it was stated the drive support cap is recessed. Date, basal rates and bolus wizard are set up correctly. Time had an hour difference. The bolus history did show she delivered 2 bolus dose as her doctor mentioned. Nothing further reported.